Event description:
It was reported that the balloon did not deflate before use. The reporter was unable to determine if the syringe was left on or removed when the customer attempted to deflate the balloon. No patient injury was reported.

Manufacturer narrative:
The catheter was returned with an attached b. Braun 3/4cc volume limited syringe. No introducer was returned with the catheter. During the initial evaluation, the customer complaint was confirmed. The balloon inflated clear and concentric but free deflation was not achieved. Upon closer examination, liquid was found inside the balloon and syringe barrel. The liquid appeared to interfere with free deflation. No visible damage or deterioration was found on the balloon latex. All through lumens were patent without any leakage or occlusion. No visible damage was observed on the catheter body or returned syringe. After the fluid inside the catheter had completely dried up, the balloon deflated smoothly in less than 1 second, which is within the allowable specification. As noted in the product instructions for use, 'inflate the balloon with co2 or air to the recommended volume printed on the catheter shaft (do not use liquid).' Balloon inflation testing was performed using the returned syringe with 3/4 cc air. All through lumens were tested for patency and leakage as follows; a 12 cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip; the entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. Balloon inflation time was measured with a stopwatch. Visual examinations were performed under microscope at 10x magnification and unaided eye. The complaint was confirmed but the difficulty reported appears to be related to a use error. No manufacturing non-conformances were identified on the returned product. No deficiencies were noted in the product labeling or instructions. No actions will be taken at this time.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.